Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. Device received with minor scratches on case, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot and minor scratches on lcd window. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test. Device passed delivery accuracy test at 0.08785 inches. Device received with minor scratches on case, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, cracked belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of over 600 mg/dl, the customer current blood glucose was 290 mg/dl. The customer was hospitalized on (B)(6) afternoon. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.